Manufacturer narrative:
This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the PMA/510(k) clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. Concomitant therapies: ¿ciprolax¿, pretreatment: patient's face was cleansed with alcohol, topical applied to areas pending treatment and after 15 minutes cleansed off with alcohol. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of puffiness, nodules, swelling, firmness, inflammation, tenderness, "nevi", slightly pink eye, discharge, bruising, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of puffiness, nodules, swelling, firmness, inflammation, tenderness, "nevi", slightly pink eye, discharge, bruising, and redness as follows: precautions for use: "there is no clinical data available regarding the effectiveness and tolerance of a juvéderm¿ voluma¿ with lidocaine injection in an area previously treated with another filling product." Undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Haematomas. Indurations or nodules at the injection area. Coloration or discolouration of the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported prior to injection patient's face was cleansed with alcohol, topical applied to areas pending treatment and after 15 minutes cleansed off with alcohol and then patient was injected to the left cheek with 0.3ml of juvéderm¿ voluma¿ with lidocaine as well as concomitant injection with 0.5ml of juvéderm ultra¿ xc to the right tear trough and 0.4ml of teosyal kiss to the upper vermillion border and lower lip to correct some vertical "smoker's lines" in the upper lip. Two weeks later the patient contacted the healthcare professional noting ¿puffiness to both of [their] eyes¿. Patient presented at a follow-up appointment approximately 2 months after onset of "puffiness" with ¿large marble size ball to lateral aspect of [their] left eyebrow. Pt also has a similar lump to [their] left mandibular angle¿. Patient was treated with hyaluronidase in the left eyebrow and left mandibular angle. Approximately one week after hyaluronidase treatment the patient returned for another follow-up appointment with ¿obvious swelling to both tear trough regions¿ extending out to the lateral cheek; patient commented that they feel they are barely able to recognize theirself and has disfigurement of their face. The patient¿s lips were also swollen and the skin was tight. Patient was treated again with hyaluronidase in the tear troughs, lips, left brow, and left mandibular angle. The following day during assessment the healthcare professional noted the patient had developed some bruising under their right eye from the hyaluronidase injection. Over the course of several follow-up visits spanning approximately two months, the patient was seen for ¿nodules palpable to lateral left brow and small nodules along tear trough¿, consolidation and firmness around the injection sites, as well as firmness in the marionette regions, swelling, and inflammation. Additional treatment with prednisone was prescribed during this time. During these visits the healthcare professional noted some improvement of the swelling in the lower face but little to no change in overall swelling in the periorbital region as well as "tenderness near the right lateral orbital rim". During the most recent assessment noted by the healthcare professional, the patient was self-treating for ¿nevi on the right side¿ with topical antibiotics. Additionally, the patient¿s right eye was slightly pink and there was a small amount of discharge on their eyelashes but not from their eye. Approximately 7 months after symptom presentation, patient consulted an allergist who noted the following with regards to the patient's symptoms of "swelling at the areas of injection, developing to bruising, and nodularity": "all in all it took seven months to resolve¿ with the patient's symptoms of swelling peaking six months after onset. A short time later, patient underwent a right total knee replacement and was prescribed oxycontin post-surgery. The day after the patient discontinued the oxycontin they noticed "a spontaneous area of swelling and apparent bruising over the left lower eyelid". Patient took a photograph which was reviewed by the healthcare professional the day after symptom onset during an assessment; the picture clearly demonstrates "focal swelling with a ecchymotic appearance in the left lower eyelid". During the examination, the healthcare professional noted "minimal swelling on the left side and no obvious bruise". The healthcare professional could not detect any "granuloma or residual products"; the remainder of the facial examination was "unremarkable". Swelling of the lower eyelid resolved spontaneously and fairly quickly. The healthcare professional hypothesized that perhaps the ¿spontaneous swelling of the left lower eyelid¿ was due to a ¿small amount of residual product which the body responded to after a minor injury or rub¿ of the eye. The patient¿s symptom presentation could have also been related to seasonal allergies, but the healthcare professional doubted this as the symptom did not present bilaterally. During examination the healthcare professional noted that the patient¿s ¿swelling¿ had improved significantly since last seen five months ago and that they continue ¿to improve spontaneously¿. Upon review 1 year and 5 months post injection, patient had left periorbital swelling and redness and noted weekly episodes of 24 hours of redness/swelling mostly on the right side, but now on the left side as well. No palpable nodules or evidence of acute infection. One month later, patient developed an episode of swelling to the left lower eyelid and left jawline which has now settled. There is a small amount of product palpable along the left jawline, none along the left infraorbital rim or cheek. No visible swelling, redness, or tenderness at the time. This is the same event and the same patient reported under MDR ID# 3005113652-2012-00124 (allergan complaint pr# (B)(4)), MDR ID# 3005113652-2012-00125 (allergan complaint (B)(4)), MDR ID# 3005113652-2012-00126 (allergan complaint (B)(4)), MDR ID# 3005113652-2013-00239 (allergan complaint (B)(4)), and MDR ID# 3005113652-2016-00231 (allergan complaint (B)(4)). This MDR is being submitted for the sixth suspect product, the second instance of juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.